Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the delivery system was encountered. The physician passed a gti light support guidewire over a none calcified and non tortuous lesion in the left anterior descending artery (lad). The lesion was pre-dilated with a stormer balloon (unknown size). After re-dilation the physician successfully deployed a taxus express2 8.8% 3.0 x 16 mm stent in the lad with no complications. As the delivery system was being removed, the delivery system was sticking to the guidewire. After nearly 5 minutes, the physician successfully removed the delivery system. No pt injuries or complications were reported. The pt's status is reported as "satisfactory/good."